Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo were provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for cap damage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd preset¿ cap was found with thermal damage before use, compromising the product's sterility. The following information was provided by the initial reporter: "thermic damage of syringe cap by".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd preset¿ cap was found with thermal damage before use, compromising the product's sterility. The following information was provided by the initial reporter: "thermic damage of syringe cap by"